Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced oscor is making a corrective action of converting all summary reports to MDR's, starting from third quarter of 2006 up to march 2007. The lead has been reviewed with overextended helix. Dry blood and tissue found inside the screw mechanism and the coil is preventing the helix from turning. The electrical values were within specifications. No manufacturing defects were found. Returned device analysis reveals the overextended helix and stretched coil may have happened during the explanation procedure. The helix would not turn due to dried blood and tissue in the screw mechanism. The electrical values were within specifications and no manufacturing defect was found.

Event description:
It was reported this lead was explanted and returned because during a follow-up interrogation a message occurred regarding the high current drain and abnormal battery voltages. The lead was actively implanted for approximately 1 year, 3 months.